Event description:
Pt initially underwent orif of distal femur fracture on(B)(6) 2012. The pt returned to the surgeon on (B)(6) 2012 complaining of pain. X-ray confirmed the plate was broken. The pt was returned to the operating room on (B)(6) 2012 for removal of the plate and was revised to a larger 4.5mm lcp plate. Surgeon believes plate broke due to non-union at the fracture site caused by a fibroma mass.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.